Event description:
The account stated false positive alinity I anti-hbs results were generated on 2 patients who simultaneously tested hbsag positive. The account suspected the alinity I anti-hbs results to be false positive for both patients. Patient (B)(6): alinity I anti-hbs positive of 32.13 miu/ml and hbsag positive >250 iu/ml. Patient (B)(6): alinity I anti-hbs positive of 18.59 miu/ml and hbsag positive 135.92 iu/ml. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 7p89, that has a similar us product distributed in the us, list 7p88. The evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product in relation to the issue under review. The ticket trending review of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and complaint issue. No adverse trends were identified for the issue under review. A review in the corrective and preventive actions system did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot are comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling review concludes that the issue is adequately addressed. No product deficiency was identified.